Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was not able to duplicate the reported issue. Unit passed all testing procedures. Unit hours after testing 435.5 hours. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the 3100a ventilator wont reach mean pressure 39-43 and immediately cut off when oscillating 434 hours on unit. The customer confirmed that there is no patient involvement associated with this reported event.